Manufacturer narrative:
Na.

Event description:
The customer received questionable hemoglobin a1c results for about 10 patient samples and qc material from integra 800 serial number (B)(4). When tested on one of their other integra 800 analyzers, the results were normal and qc was within range. Data was provided for one patient sample where the initial result was 11.7% and the repeat result on another analyzer was 7.4%. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The field service representative checked the analyzer and found no cause. He performed mechanical and operation checks. A specific root cause could not be identified. According to the available information, it was unclear if a single reagent pack exhibited the problem as the customer kept many reagent packs onboard the analyzer at one time. The investigation determined hba1c reagent packs exposed to inappropriate environmental temperatures, such as freezing in the back of coolers, may show elevated recoveries. There was no way to know if freezing of this specific reagent took place as the pack in question was not available for further investigation. It was verified that the required storage conditions were met during the entire shipping process from leaving the warehouse until arrival at the customer site. In addition, shipments are monitored on a regular basis according to standards. Therefore, a transport issue could be excluded as the source of the issue. Monitoring of qc results for reagent packs in question was recommended and if qc is suspicious, a cassette calibration should be performed. Compliance with the transport/storage temperatures documented in product labeling is required.